Manufacturer narrative:
(B)(4).

Event description:
It was reported that six days post implant; interrogation revealed that the pulse generator exhibited backup vvi operation. On (B)(6) 2015 a device download was performed successfully. There were no adverse consequences for the patient.